Event description:
It was reported that pump experienced recurring malfunction. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not take immediate corrective action and third party assistance was not required. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy and technical support approved and arranged replacement pump.